Event description:
It was reported that at a device replacement, the atrial lead had low impedance and showed noise when connected to the new device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) implantable pulse generator (ipg) 2013 (B)(6).